Manufacturer narrative:
The device was returned for analysis. The reported core separation was confirmed. The investigation determined the reported core separation appears to be related to operational circumstances of the procedure. It is likely that during the procedure the core became kinked against the anatomy and or other devices used. Manipulation during retraction likely resulted in the core separation on the proximal end of the hypotube. There is no indication of a product quality issue with respect to manufacture, design or labeling. D10, h3: device was available for evaluation. H6: method code 4114 - removed. Conclusion code 67 - removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling. D10, h3: device not available for evaluation.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unknown lesion. Resistance was noted with the anatomy during advancement of an ht balance middleweight universal ii guide wire. The guidewire became separated into 2 pieces at the tip, while inside of the anatomy. The device was simply removed without intervention. There were no adverse patient effects and no clinically significant delay in the procedure. All significant information has been provided.